Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the vein of the elbow utilizing an anterograde approach. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel of the upper arm and subclavian vein. A 7.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilation. The balloon was inflated, however, on the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's tatus was good.